Event description:
The unit self-activated and caused a pt injury. It was reported that hot biopsy forceps were inserted through a scope, then the colon was re-insufflated and blanching of the mucosa was noticed. Customer further stated that the unit had apparently activated without stepping on the footpedal and without an audio activation tone, but the activation lights illuminated. The pt underwent surgery the next day to treat a perforation.